Event description:
It was reported to covidien on (B)(4) 2014, that a customer had an issue with a feeding tube. The customer reports that there was an incident of a patient with the dh tube inserted through the lung. The nurses reported they followed all directions, soaking it in water prior to insertion. The customer also stated that there was no more resistance met than usual when inserting the tube. On (B)(6) 2014, the patient was a (B)(6) female with an altered mental status for 5-6 days at home, possible seizure from benzodiazepine and narcotic withdrawal. The patient was conscious but lethargic and did not follow commands. The placement was through the right nare, no difficulty, and per the nurse, some coughing from the patient but nothing alarming. A post placement x-ray showed moderate right pneumothorax requiring placement of a chest tube. The chest tube was removed on (B)(6) 2014 and the patient was discharged home on (B)(6) 2014 in stable condition. No formula was fed into the lungs, as a post-placement x-ray is required prior to use for all dobb-hoff tubes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.